Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') in a 45-year-old female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteral stent insertion on (B)(6) 2011, ureteroscopy on (B)(6) 2011, laser lithotripsy on (B)(6) 2011, tonsillectomy in 1999, urinary calculus, kidney stones, normal delivery, hypertension, pregnancy unintended, multigravida, edema and hemorrhage (nos). Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included morbid obesity and nephrolithiasis. Concomitant products included naproxen since (B)(6) 2018 and triamcinolone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain/ pain lower abdomen") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and skin disorder ("bumps"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), cystitis ("bladder infect"), visual impairment ("vision probs") and psoriasis ("psoriasis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, female sexual dysfunction, urinary tract infection, skin disorder, fatigue, alopecia, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, cystitis, hormone level abnormal, visual impairment and psoriasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, pelvic pain, psoriasis, skin disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, bladder probs., urinary probs., bladder infect., uti, fatigue, hair loss, hormonal changes, vision probs and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Imaging procedure. On (B)(6) 2013: essure confirmation test(s) (unspecified)-malposition. X-ray. In (B)(6) 2013: confirmation results not received. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, urinary tract disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Essure lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteral stent insertion on (B)(6) 2011, ureteroscopy on (B)(6) 2011, laser lithotripsy on (B)(6) 2011, tonsillectomy in 1999, urinary calculus, kidney stones, normal delivery, hypertension, pregnancy unintended, multigravida, edema and hemorrhage (nos). Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included morbid obesity and nephrolithiasis. Concomitant products included naproxen since (B)(6) 2018 and triamcinolone. In (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2013, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain/ pain lower abdomen") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and skin disorder ("bumps"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), cystitis ("bladder infect"), visual impairment ("vision probs") and psoriasis ("psoriasis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, female sexual dysfunction, urinary tract infection, skin disorder, fatigue, alopecia, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, cystitis, hormone level abnormal, visual impairment and psoriasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, pelvic pain, psoriasis, skin disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, bladder probs., urinary probs., bladder infect., uti, fatigue, hair loss, hormonal changes, vision probs and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)-malposition. X-ray - in (B)(6) 2013: confirmation results not received. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, urinary tract disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Following events were added: malposition, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, back pain, bladder infect, hormonal changes, vision problems and psoriasis. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') in a 45-year-old female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteral stent insertion on (B)(6) 2011, ureteroscopy on (B)(6) 2011, laser lithotripsy on (B)(6) 2011, tonsillectomy in 1999, urinary calculus, kidney stones, normal delivery, hypertension, pregnancy unintended, multigravida, edema and hemorrhage (nos). Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2013. Concurrent conditions included morbid obesity and nephrolithiasis. Concomitant products included naproxen since (B)(6) 2018 and triamcinolone. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("abdominal pain/ pain lower abdomen") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and skin disorder ("bumps"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), cystitis ("bladder infect"), visual impairment ("vision probs") and psoriasis ("psoriasis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, female sexual dysfunction, urinary tract infection, skin disorder, fatigue, alopecia, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, cystitis, hormone level abnormal, visual impairment and psoriasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, pelvic pain, psoriasis, skin disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, back pain, bladder probs., urinary probs., bladder infect., uti, fatigue, hair loss, hormonal changes, vision probs and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)-malposition. X-ray - in (B)(6) 2013: confirmation results not received. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, urinary tract disorder. Lot number: a57122, manufacturing date:2012-10, expiration date:2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.